Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter failed to retract after use and when it was picked up to be discarded, an employee obtained a contaminated needle stick injury. The employee received post exposure lab work.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6305972. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.